Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that there was poor response of the footswitch during a surgical procedure. The surgery was completed with the same system and accessories. There was no harm to the patient.